Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device was partially fired. Functional testing required the interlock to be overridden and the reload was applied to test media. The reload interlock was tested and found to function properly. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection to prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastro intestinal procedure, three reloads did not fire and showed excessive force error message. Opened a manual handle and different reloads were used to resolve the issue. After troubleshooting, it was determined that it was the adapter that was malfunctioning. The manual handle "cracked" when firing in medium tissue. There was no patient injury. Medtronic's initial evaluation of the incident device found that the reload was partially fired with the interlock engaged and the jaws were open. Staple pushers were visible at the 5 cm cut line.